Manufacturer narrative:
Based on manufacturer's investigation, the event occurred due to a user error. The lamp has specified 500 hours service life limit which are due after 3 months and regular use. Based on the investigation and knowledge, a lamp normally can only burst when their lifetime exceeded. It is the user's responsibility to monitor lifetime of lamp and to change lamp in good time. The user is informed about that and this is clearly explained in the user manual.

Event description:
A health care professional (hcp) reported that during a root canal procedure the lamp of the opmi proergo went out with a loud noise. It was reported that due to the noise, the hcp started experiencing a ringing sound in his ears. The hcp further communicated that he might make an appointment with a doctor to check if there was any damage to his ears due to the loud noise.